Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, fiducials were administered transperineally prior to spaceoar implantation. Additionally, the procedure was done under local anesthesia. According to the complainant, on (B)(6) 2020, magnetic resonance imaging (MRI) was performed, the result was reviewed on the following day and it was confirmed that a small amount of gel was in the rectum on the apical side. Reportedly, less than 1cc of the hydrogel was noted to be in the rectum. Additionally, saline was not injected in the rectum during hydrodissection. There were no patient complications reported as a result of this event. Reportedly, treatment will be performed as scheduled and patient will receive external beam radiation therapy (ebrt).